Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
The investigation of this event is on-going as a request has been made to the local representative for additional information.

Event description:
--

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). According to the local representative, the patient had been admitted into the hospital for a non-cardiac related issue. Upon interrogation of the device, a low voltage alert (code#1003) was displayed. Ts discussed the issue and recommended device replacement. Ts was informed that the patient will be scheduled for device replacement.

Event description:
Boston scientific received information that this local representative contacted ts in (B)(4) 2014. According to the local representative, the device's tachycardia mode has been permanently reprogrammed to off due to hospice admission. The patient has now been classified as dnr (do not resuscitate) per physician's order. The device will not be explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.